Manufacturer narrative:
Product event summary: it was reported that the patient was experiencing power switching events along with beeps. The battery ((B)(4)) was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements for release. Log file analysis was not conducted since log files were not available. Failure analysis of the device was not performed since the unit was not returned. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching events are most often attributed to communication errors or momentary disconnections between the controller and batteries. The reported beeps are most likely attributed to momentary disconnections. However, the battery and log files were not available for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the power sources changed from one battery to another battery earlier than expected with continual beeping noted. The battery was exchanged. No patient complications have been reported as a result of this event.